Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR is for day 2 of 5 for analyzer 2 of 2. Other events in this series: MDR #1061932-2011-00688, day 1 of 5 for analyzer 1 of 2. MDR #1061932-2011-00690, day 3 of 5 for analyzer 2 of 2. MDR #1061932-2011-00691, day 4 of 5 for analyzer 1 of 2. MDR #1061932-2011-00692, day 5 of 5 for analyzer 1 of 2. The instrument had recently been serviced. Prior to the event which occurred on (B)(6) 2009, a field service engineer visited the site on (B)(4 )2009 to service the lh750 analyzer ((B)(4)). On these visits he performed vcs (volume, conductivity and scatter) adjustments for optimization of the system and also cleaned the laser lens. Analysis of the raw test data for this pt sample showed certain abnormal patterns the in lymphocyte region. The lymphocyte population is slightly tilted and close to the neutrophil populations; however, the difference in patterns was not significantly abnormal enough for the software algorithm set in the analyzer to trigger a flag or blast cells. This appears to be sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in one pt sample. The erroneous results were reported outside of the laboratory. The results were either questioned by the treating physician or reviewed because of other abnormal results. A manual differential was performed and 58% blast cells were observed. The customer believed this to be the correct result. There were no reported changes to the pt treatment associated with this event.